Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via manufacture representative) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient wanted instructions on how to increase stimulation because she had an accident the day before the report and hasn't adjusted her settings in months. It was noted that the patient was implanted for bowel control. The instructions were given to the patient, the patient connected to the programmer, and it showed the patient was on program 3 at 1.2v with stimulation turned off. It was reviewed with the patient that the stimulation has been off and this may be why she had a return of symptoms. The patient turned the stimulation and increased it to a comfortable stimulation. It was also noted that the therapy was turned off for a surgery. There were no further complications or anticipations reported with this event.